Event description:
Description of event during the procedure, the user attempted to insert the first stent over the guidewire. Resistance was encountered, and upon inspection, the pigtail portion of the stent was found to be kinked. The stent was removed and replaced with a new stent of the same product. When the second stent was advanced in the same manner, the same type of kink occurred. Subsequently, a stent from another manufacturer was successfully placed, and the procedure was completed. Patient outcome. No health hazards.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusion.

Event description:
Supplemental correction report is being submitted following a review of this complaint file upon receipt of additional information on 5 feb 2026 confirming use of wrong size of wire guide and update of a code from a 040602 "dent in material" to a2303 "improper or incorrect procedure or method" and g code from g04122 "stent" to g07001 "part/component/sub-assembly term not applicable" and completion of investigation on 5 mar 2026. 1. What was the size of the wireguide used in the preparation stages? Ans. The wireguide was a create 800-002-0600 / 0.025inch 450cm / angle. The same wireguide was used with both the devices. 2. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Ans. It was stored at room temperature on a shelf protected from direct sunlight. 3. Was the wire guide lubricated prior to use? Ans. Yes. 4. Was the wire guide inspected for damage prior to use? Ans. No. It could not be determined whether the wire guide had any issues, as the entire wire guide was not removed from the package for inspection by the user. 5. Was the device at the centre of the complaint inspected for damage prior to use? Ans. No, but there were no observable issues. 6. Were any other defects observed on the device prior to return (other than the reported complaint issue? Ans. No. 7. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Ans. Olympus, tjf-260v / working channel size: 4.2mm.

Manufacturer narrative:
Supplemental correction report is being submitted following a review of this complaint file upon receipt of additional information on 5 feb 2026 confirming use of wrong size of wire guide and update of a code from a 040602 "dent in material" to a2303 "improper or incorrect procedure or method" and g code from g04122 "stent" to g07001 "part/component/sub-assembly term not applicable" and completion of investigation on 5 mar 2026. Device evaluation: 02 units of lot c2322990 of zebd-5-10 were returned opened in their original packaging. With the information provided, a physical examination and document based investigation was conducted. The devices related to this occurrence underwent a laboratory evaluation on 22 jan 2026. (B)(4) visual inspection: stent returned with pigtail straightener loaded on it. Stent examined and kink observed on 3rd side port of proximal end of pigtail curl. Kink observed on 3rd side port of distal end of pigtail curl. Functional inspection: 0.035 inch wireguide does not pass kink. (B)(4) visual inspection: stent returned with pigtail straightener loaded on it. Stent examined and kink observed on 4th side port of proximal end of pigtail curl. Kink observed on 1st side port of distal end of pigtail curl. Functional inspection: 0.035 inch wireguide does not pass kink. The reported failure was observed. Photo were received which revealed kinks on the pigtail curls of the stents. Manufacturing records: prior to distribution, all zebd-5-10 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-5-10 device of lot number c2322990 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zebd-5-10 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2322990. Instructions for use and label: it should be noted that in the japanese packaging insert (c-es0202m18) states: "remove this product from the package and inspect with particular attention to bends, kinks and breaks". It also says," choose a wire guide with outer diameter 0.035 inch (0.89mm) for use with this product¿. There is evidence to suggest the user did not follow the IFU/label as an incorrect sized wireguide was used and as per the patient/event notes, the customer believes that the stiffness of the wireguide may have contributed to the reported issue. Additionally, the device and wireguide were not inspected for damage prior to use. Clinical image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause was established. The user has not complied with the requirements of the IFU and/label. It may be noted the device label indicates a 0.035¿ wire guide for use with this device. It is known from the available information that a 0.025" wire guide was used. The smaller sized diameter of the 0.025" wireguide would have occupied less space in the lumen of the stent and likely led to it becoming kinked and leading to the kinks observed and resistance that was encountered. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on visual/functional inspection. Corrective action/correction: CAPA-00022 (pr 387756) has been initiated from complaints related to user error in practice where a 0.025¿ wire guide is being used. Summary of investigation: according to the customer, the pigtail part of the stent was kinked. Confirmed quantity of 2 devices, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause was established. The user has not complied with the requirements of the IFU and/label. It may be noted the device label indicates a 0.035¿ wire guide for use with this device. It is known from the available information that a 0.025" wire guide was used. The smaller sized diameter of the 0.025" wireguide would have occupied less space in the lumen of the stent and likely led to it becoming kinked and leading to the kinks observed and resistance that was encountered. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required.